Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent an episiotomy procedure on (B)(6) 2015 and suture was used on perineum tissues. The doctor opines that contributing factor is the uterine atony. It was also reported that following the procedure, the suture took more than 3 months to dissolve and the patient underwent a suture removal resulting episio wound in gapping. Additional information has been requested.

Manufacturer narrative:
Additional information: conclusion: representative samples were returned for evaluation. Retain samples were also analyzed. All products were visually and functionally examined for tensile strength, needle diameter and they met the requirements.